Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : complaint description: anchor breakage. It was reported that during the alc surgery,when insert the anchor, the anchor was damaged as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Investigation summary: the device was received and inspected. Upon visual inspection, the anchor was found to be broken into pieces and one of the broken pieces was received. The complaint is confirmed. There was blood spot on the received anchor which indicates that the anchor was used. No definitive root cause could be determined; however, it is likely that the device experienced excessive force. A manufacturing record evaluation was performed for the finished device lot number 1l76646, and no non-conformances were identified; therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during the anterior cruciate ligament surgery, it was observed that the anchor broke upon insertion. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.